Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front therapy pad. The patient and nurse described the irritation as fungal and odorous. There was no alleged device malfunction contributing to the irritation. Patient confirmed that the patient's physician prescribed calamine cream for the irritation. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.